Event description:
Reporter indicated that patient experienced an electrical shock up patient's neck when swiping the generator with patient's magnet. Additionally, patient has been able to feel a tickle in the neck along the lead during normal stimulation that the patient never felt before.